Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery failure alarm. The customer's blood glucose value was 118 mg/dl at the time of the incident. The customer reported that they fell in a lake following which the insulin pump worked for a while but later displayed a battery failure alarm. The customer tried which three different batteries but the alarm recurred. They were able to clear the alarm but the time setting was different. The customer was able to clear the alarm but was not able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to blank display.